Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient that he underwent a hernia repair procedure in 1997. He stated, the mesh recently came out and he is experiencing pain. The patient feels an operation is needed, but due to the amount of nerves there, there is a risk of paralysis and the doctors will not operate right now. Additional information has been requested.